Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer's mother stated the school nurse replaced the customer's battery and a failed battery test alarm occurred. The customer's mother also reported the insulin pump's screen was blank and re-initialization occurred. The customer's blood glucose was 99 mg/dl. The mother declined any troubleshooting and requested to have the insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.